Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 489 and 400 mg/dl. The customer's current blood glucose is 160 mg/dl. Customer was driver at time of vehicular accident. Customer reported that they were involved in the car accident. The customer was treated by insulin pump. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does allege insulin pump was under delivering because of high blood glucose. The insulin pump will be returned for analysis.